Manufacturer narrative:
Additional product code: kwq. Reporter is company representative. Investigation summary: investigation flow: damage. Visual inspection: the screwdriver shaft t8 self-hold (p/n: 314.467, lot number: h442153) was received at us cq. Upon visual inspection, the driving threads are stripped. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the driving threads are stripped. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part#: 314.467, synthes lot#: h442153, supplier lot#: na, release to warehouse date: feb 09, 2018, manufactured by synthes monument no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the screwdriver wouldn't to catch the screw head. There was no surgical delay reported. There was no patient consequence. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# 1). This complaint involves one device. This is report 1 of 1 for (B)(4).